Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A manual "try it" test was performed and failed the low audio test.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. A manual "try it" test was performed failed the low audio test. A sound test on sound meter was performed and failed. An internal visual inspection was performed and failed due to speaker contamination. Pictures were taken. The audio speaker resistance was measured and passed. The bad speaker was verified through substitution during troubleshooting. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).